Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he received a new insulin pump and it keeps switching him to a pattern basal when it should be on standard basal rates. Customer stated this caused him to go low. Customer was advised to turn off the pattern basal feature and call back if there are any other issues. Customer disconnected from the call. Customer's blood glucose was 50 mg/dl. He did not say how he was treating. Nothing further reported.